Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range not verified. Customer observed symptom of thirst. Medical intervention due to meter's results will be sought at the time of call on (B)(6) 2015. Blood test performed at time of call on (B)(6) 2015 with test result of 592 mg/dl. Test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is not verified. Meter memory not recalled.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.